Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 295 (mg/dl). A correction bolus was delivered to address bg levels. Reportedly, the customer has been adjusting pump settings in order to optimize to the customer's needs and taking cold medication which they believe may have contributed to their elevated bg levels. During system check with tandem technical support, an air bubble was noted in the infusion set tubing. Customer was advised on how to prime air bubbles from tubing.